Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned in the blister tray in the carton. The lens stop and the plunger stop has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been retracted to mid-nozzle. Viscoelastic is dried in the device. No damage or abnormalities observed. Iol returned wrapped in a surgical gauge. Solution and black particulates dried on the iol. The optic is torn/split-cut and scratched/marked-rejectable. The product investigation could not identify the root cause for the reported complaint "scratch found on lens surface after delivery into eye." The lens was returned outside the device. No damage was observed to the device. All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided advising the procedure was performed on the patient's right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot . The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported to a company representative that a scratch was found on the surface of the intraocular lens (iol) after it was implanted into the eye during a cataract with iol implant procedure. The procedure was completed with a new iol. There was no patient impact reported.